Manufacturer narrative:
Pc-(B)(4). Date sent: 07/22/2019. Additional information was requested, and the following was obtained: what was the reason for removal of the linx device? Chronic dysphagia. What was the date of implant? (B)(6) 2017. What is the product code for the linx device that was removed? Lxmc15. What is the lot number? What is the serial number? Does the patient have any of the allergies to metals? No. If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No it was reported, ¿post-op of a hernia repair ¿ device removal. Did the patient have a hernia when the linx was originally implanted? Yes. If yes, was the hernia repaired at the time of implant? Yes. Was a crural repair done at the time of implant? Yes. Was this a re-current hiatal hernia? No. Was mesh used at time of implant? No. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes. Was a new linx device placed? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? What was the date of implant? What is the product code for the linx device that was removed? What is the lot number? What is the serial number? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? It was reported, ¿post-op of a hernia repair ¿ device removal. Did the patient have a hernia when the linx was originally implanted? If yes, was the hernia repaired at the time of implant? Was a crural repair done at the time of implant? Was this a re-current hiatal hernia? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Was a new linx device placed?

Event description:
It was reported that post op of a hernia repair, "device removal." There were no patient consequences reported.